Event description:
The customer contact reported air in the tubing distal to the pump with no audible alarm. The primary line of the pump was programmed to deliver 30ml of normal saline at a rate of 400ml/hr. The secondary line of the pump was programmed in piggyback mode to deliver 115ml of zometa over 15 minutes. The nurse reported that after the delivery was started, she noted "1 inch bubble segments" distal to the tubing cassette. At this time she aspirated the air from the tubing set. She restarted the delivery and again noted "2 feet of 2 inch bubbles" distal to the tubing cassette. At this time, the device and tubing sets were removed from clinical service. Therapy was resumed using a replacement pump and prmary and secondary tubing sets. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.